Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device inside the package was a different size than indicated on the package labeling. The customer reported that there was no patient involved.